Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# va1d61c implanted: (B)(6) 2016 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 11-oct-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the time of an implantable pulse generator (ipg) replacement on (B)(6) 2025 there was a low impedance reading recorded between contacts 10 and 11. The ipg was replaced as planned due to normal depletion. The right extension wire was explored at the lead/extension connection point. The lead was tested and a low impedance consistent with a short was identified between contacts 10 and 11 as observed with the testing at the battery level during the replacement portion of the procedure. Other bipolar combinations were tested to confirm proper testing cable performance and normal values were recorded in those circumstances. The cranial lead was not revised at that encounter. There are no plans to revise the cranial lead at this time. The impedances recorded do not impact the patient's programmed therapy.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# va1d61c, implanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. They report that patient is scheduled for a lead replacement on (B)(6) 2025. The cause of the low impedance remains unknown.